Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said they want to know if they have any hope of the device not irritating them on any of the settings. Patient said they were on program 1 and they were able to get up to 1. 4 but it constantly irritates them. Agent did not ask about the circumstances that led to the reported issue. Reviewed option to change programs. Additional information was received from the patient (pt). The patient repeated information regarding the therapy issue and how they could never find a setting that didn't irritate them. The patient said it had been 1.5 years of struggle, pain, and frustration. The patient tried all programs, but thought perhaps they increased the stimulation too high. The patient also thought the ins installation may not have been done properly. The patient said their reason for calling back today was to inform [manufacturer] that they were going to turn the ins off for the last time today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.